Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline confirmed external wire damage that could have contributed to the low speed events captured in the submitted log file. In addition, the report of cosmetic damage to the driveline was confirmed through the evaluation of the returned segment. The submitted log files captured transient low speed events on (B)(6) 2021 with associated low speed hazard/advisory and low flow hazard alarms. The associated voltage levels indicated that the events occurred when the system was powered by the mobile power unit (mpu). A distal-end driveline replacement was performed on (B)(6) and approximately 16¿ of the external portion/distal-end of the driveline was returned for evaluation. The pins of the metal connector appeared unremarkable. The replaced driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Rescue tape was observed approximately 0¿ ¿ 6¿ from the controller connector and superficial cuts to the outer jacket were observed underneath the rescue tape approximately 2¿ ¿ 6¿ from the controller connector. Upon disassembly of the driveline, visual inspection and hi-pot testing of the underlying wires confirmed breaches to the insulation of the brown and red wires adjacent to the controller connector. Although a specific cause could not conclusively be determined, the observed wire damage appeared to be the result of repetitive flexing of the driveline in this area. If the exposed conductors of the brown or red wires contacted the braided shield while operating on the power module with a grounded patient cable, the resulting short to ground would have resulted in the low speed events that were confirmed through the submitted log file. Similar events would have occurred if the exposed conductors of the brown and red wires contacted the braided shield simultaneously or if the exposed conductors from the two wires contacted each other while the patient was connected to battery power or the power module with an ungrounded patient cable. It was later reported that the low speed events resolved following the driveline repair. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the returned driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook. Is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device had low speed alarms on (B)(6) and (B)(6) while on batteries and ac power. There were no further alarms and there was tape around driveline but not from a repair procedure. This behavior was linked to driveline issue. The low speeds could have possibly been caused by a high current event. A driveline repair was performed on (B)(6) 2021. No issues were noted after the patient was put back on the grounded cable.